Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographic information: patient name, date of birth, age. Patient contact information: date(s) of procedure, product code and lot number, has a maude report been reported/created? If yes, please provide a copy of the report.

Event description:
It was reported that the patient underwent an oophorectomy procedure on (B)(6) 2020 and the unknown suture was used. The patient experienced 'three separate life threatening instances' after her wound failed to completely heal. She is currently seeing an infectious disease physician. Additional information has been requested.